Event description:
If a downloaded treatment field from the treatstation is temporarily modified with the use of a hand control device, the software may not verify the x leaf positions, if the operator answers 'no' to the prompt asking whether the field should be restored. Previous and current software versions will recognize the error and prompt a message to warn the user. It is important to note that we are unaware of any mistreatment or injury associated with this issue. Upon initial review of this incident, a hazard analysis was performed which evaluated the repercussions if this malfunction was to recur. As a death or serious injury appeared unlikely, this issue had been deemed not reportable. However, as a result of repeat incident from other sites and re-evaluation of this issue, we are now reporting this occurrence to air on the side of caution.